Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure got aborted and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was a malfunction with geo module which resulted in geometry motorized movement partly available. The fse replaced the geo module and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that enable movement (enmv) was active during system startup due to which geometry movement was partly available. C arm and bed could not be moved. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.